Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
In early (B)(6) 2010, it was reported that the patient's skin over the pump was "very tight;" the skin appeared "red" and "blue" in color. The pump was "bulging out" of the patient's skin. The symptoms had been occurring since implant. It was noted that the refill hcp had seen the pump, but had not commented its appearance. The patient planned to contact the implanting hcp. In early (B)(6) 2010, worsening of the "bulging at implant site" was reported. The pump was pushing forward and causing pain at the pump site. The pain was underneath the pump site and felt "like someone is kicking him from the inside." The patient felt numbness in their back and felt "knobs pushing out at pump site." The patient had had swelling since implant, but it was worsening; the right side of his abdomen, where the pump was located, was 3-5 times bigger than the left side and was "pushing his umbilical cord to his left side of the abdomen." The patient had no falls or trauma. The patient had a blood test performed to test for infection, but the test and results were unknown by the reporter. The therapy had helped with the pain that it was implanted for, but the pain from the pump site was as bad if not worse than the pain he previously had. As of (B)(6) 2011, the patient had visited his physician and his pump medication had been adjusted, but he was still having problems with the implanted system. In early (B)(6), an x-ray and/or fluoro were being ordered to determine the next steps; the dates and results were not reported. In early march, the pain and swelling at the pocket site was continuing and an allergic reaction was suspected. Some lab work had been done regarding the allergy and the level was elevated. It was also reported that the patient went through a security gate and heard a very loud noise; the system had not been working since that occurred. Telemetry was done to verify what the pump settings were. In early (B)(6), it was reported that the pump was explanted. The device system was used to deliver fentanyl. Additional information has been requested, a follow-up report will be sent if additional information becomes available.